Event description:
Patient received an implant on (B)(6) 2006 of a bifurcated device and a 28mm aortic extension. A computed tomography scan revealed a proximal type I endoleak. On (B)(6) 2012, the patient was treated with an aortic extension which corrected the endoleak. The company representative, who was present at the initial implant and the secondary intervention, stated the aneurysm neck had dilated since the initial implant.

Manufacturer narrative:
Patient's condition affected the effectiveness of the device, disease progression caused aneurysm neck dilatation contributing to endoleak.